Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse mentioned that they were at the hospital but not due to diabetes related. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer's spouse stated that they were off the insulin pump prior to the high blood glucose. The customer's spouse stated that they put back the insulin pump to treat the high blood glucose. The insulin pump will not be returned for analysis.